Event description:
This is being filed to report the clip jumped open. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted without issue. The second clip delivery system (cds) was advanced and placed on the mitral valve. After establishing final arm angle (efaa) the first time, during removal of the lock line, it is thought the line interacted with the coupler so that when pulling the line, the clip jumped open. Efaa was performed again and the clip remained closed therefore deployment was continued without issue. A third clip was implanted, reducing mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported clip open while locked could not be determined. The reported clip jumping appears to be a cascading effect of the reported clip open while locked. There is no indication of a product quality issue with respect to manufacture, design or labeling.